Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on the same day with a slight tear in the left (os) flap post treatment. Topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry vision and discomfort. The patient reported the symptoms are interfering with daily activities. The symptoms were noted to be resolved on (B)(6) 2018. Bcva from (B)(6) 2018, right eye pre-op 20/15 -.50 x -.50 x 165, left eye pre-op 20/15 -.50 x -.50 x 8. Bcva from (B)(6) 2018, right eye distance 20/20, left eye distance 20/30.